Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2008 that a corflo cubby low profile gastostomy device was used for a percutaneous endoscopic gastrostomy (peg) procedure performed two days prior. According to the complainant, the locking adapter of button appeared cracked. The procedure was completed with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".